Manufacturer narrative:
The pump and flash drive with data log were returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient for post-cardiotomy cardiogenic shock (pccs). The patient's medical history was significant for coronary artery disease (cad) and dialysis. The patient¿s clinical state prior to initiation of support was scai stage e shock. The impella 5.5 was inserted without issue. A jackson-pratt (jp) drain was placed in the incisional pocket per surgeon preference. Following skin closure, bleeding was observed in and around the jp drain, prompting the surgeon to reopen the incisional pocket. Inspection identified bleeding at the axillary graft anastomosis site, and additional sutures were placed to achieve hemostasis. After re-closure of the incision, removal of the sterile drapes revealed additional bleeding originating from the impella red plug. The surgeon was notified and elected to remove the impella 5.5 rather than replace it. The device was subsequently explanted, and the incisional pocket was closed. It was noted that another device may have interacted with the impella and that the observed product damage was noted as a catheter puncture. The specific device responsible for the reported catheter puncture was not identified in the available information.